Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a customer experienced an unknown system error alarm on the homechoice. This occurred during an unspecified step of peritoneal dialysis therapy. There was no report of injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported alarm. A review of the event history log verified the alarm as a system error 2046. A service history review revealed no indication that the parts replaced during servicing caused or contributed to alarm. An internal and external inspection was performed, leading to the discovery of a cracked door piston. Functional testing was performed and met specifications. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.